Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Lead damage was suspected. An x-ray was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.